Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 28, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of codes 2692, 11, 3331, 4114, 3221, 22). Patient code: 2692 - no known impact or consequence to patient. Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 22 - known inherent risk of device. The actual sample was not returned for evaluation, therefore, a thorough investigation cannot be performed. A retention sample from both of the potentially affected product code/lot number combinations was obtained and visually inspected, no anomaly noted. The retention sample was built into a saline circuit and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the retention samples were observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. The noise and rotation issue was not able to be replicated on the retention sample; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information was receive indicating that the event occurred during cardiopulmonary bypass. There was no delay. The product was not changed out and no blood loss. The surgery was competed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the centrifugal pump has a strange sound and pump rotation. It is unknown when the event occurred, whether there was a delay in the procedure, whether the product was changed out, whether there was blood loss, whether the surgery was completed successfully or if there was any patient effect. Terumo continues to attempt to gain more information regarding this event from the user facility.